Event description:
Rt breast implant removed for obvious infection. Culture grew staphylococcus aureus. Admitting diagnosis - cellulitis rt chest wall infected rt breast prosthesis. Physician believes "infection due to compromised immune state secondary to chemotherapy." Pt remains hospitalized.